Event description:
Trinity revision of the cup, ceramic liner and ceramic head after approximately 6 years due to dislocation. Please note: the biolox delta ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -4304 final report: additional information, including post primary and pre revision x-rays, operative notes, whether the patient followed correct post-op protocol after the primary procedure, whether the patient experienced any slips/falls or other sort of trauma post primary surgery and what the patient was doing at the time of the dislocation was requested, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the reported dislocation could not be determined, therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, whether the patient followed correct post-op protocol after the primary procedure, whether the patient experienced any slips / falls or other sort of trauma post primary surgery and what the patient was doing at the time of the dislocation has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ceramic liner and ceramic head after approximately 6 years due to dislocation. Please note: the biolox delta ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.